Event description:
During the laparoscopic rectum procedure, after a few minutes, no function and a permanent tone was heard when using the device. The case was completed with the same like product with no pt consequence.